Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient could not read their ins with a patient programmer. Three different programmers were attempted, but they just showed a question mark (?) On the screen. The clinician programmer does not have an issue communicating with the ins, and when it does it doesn't show any error, eri or eos. The ins is above 2.6v. The patient is unable to adjust therapy due to not being able to connect to the ins. It was also stated that the patient is skinny. There were no symptoms reported. No further complications were reported or anticipated.